Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse suggested replacing the air proportional solenoid (psol) valve. Covidien was not authorized to service device. No additional information is available. (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator had a device alert while being used on a patient. The patient was removed from the ventilator and placed on another ventilator. The patient was not harmed or injured as a result of the reported event.